Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged visualization of black particles. The patient alleged dry eye, nasal irritation, throat irritation, red tongue. There is no allegation of serious or permanent harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged visualization of black particles. The patient alleged dry eye, nasal irritation, throat irritation, red tongue. There is no allegation of serious or permanent harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. An external visual inspection of the device was completed by the manufacturer and found no evidence of contamination. The manufacturer completed an internal visual inspection. The manufacturer found no evidence of contamination. The humidifier was returned to the manufacturer's product investigation laboratory for evaluation. The manufacturer found evidence of water ingress and contamination in the humidifier heat plate heat shielding and bottom of the inside of the humidifier. The manufacturer found no evidence of sound abatement foam degradation /breakdown. The device's downloaded event log was reviewed by the manufacturer and found no errors logged. The device was applied power and the device operated properly. The manufacturer concludes there was no evidence of sound abatement foam degradation or breakdown.